Event description:
During pci the patient had one endeavor rapid exchange (rx) drug-eluting stent deployed in the lad for bail out of a dissection and the stent strut was raised during delivery. The patient then had two additional endeavor rx drug-eluting stents deployed at the lad and two endeavor rx drug-eluting stents were also deployed at circumflex. The following day complete atrioventricular block (cavb) was observed, cag showed no significant finding in the coronary vessels. Investigator indicated that there was no relationship with the study product.

Manufacturer narrative:
Evaluation, results: (root cause could not be determined). Inherent risk of procedure (stent deformation). (B)(4).